Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the mixing bar, j-nozzle, ise mix motor and buffer valves which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The samples were repeated on another analyzer with results considered correct. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.